Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: 7084410. Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 5065556. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 37086000. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient developed an infection at the midline incision site. No symptom was noted. The physician believed that the infection was not device nor procedure related. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The patient was administered with antibiotics. The hospital kept explant product for analysis unable to return.